Manufacturer narrative:
The investigation was performed considering the available information including a screenshot of the logfile screens taken after the reported event. Based on the investigation the reported event could be verified. As reported by the user the affected device had been connected to a switchable power socket, but the power socket switch was not turned on. For this reason and as no external battery was available, the device was exclusively running on internal battery and generated "int. Battery low" (mid prior) and "internal battery almost empty" (high prior) alarm messages corresponding to the decreasing batteries capacity status. After the internal battery was completely discharged and no other power source had been made available, the device shut down and the acoustical power fail alarm was activated to alert the user of the loss of power. The case must be attributed to a chain of use errors ¿ the device was put into operation without mains supply and the user did not respond to the battery depletion alarms. Additionally, the run time on battery was reduced due to an overaged battery incorporating the lack of maintenance. The risk assessment concerning the reported event does not reveal any new or additional risk; consequently, this is considered within the device safety concept. The current state of ac mains supply is visible to the user by the corresponding led on the front panel of the device. In addition, the availability of ac mains power is checked during the device test which have to be performed prior to patient use and it is shown to the user if no ac mains power is available. The battery depletion warnings are in compliance to the applicable standard and the instructions for use contain instructions that the internal battery must be checked in regular intervals and replaced every two years. H3 other text : device not available for investigation.

Event description:
It was reported that the device was connected to a patient, after the patient had suffered a respiratory and cardiac arrest and an endotracheal intubation had to be performed at 08:30 a.m. On the (B)(6) 2022. After 2 minutes of ventilation "the device suddenly happened black screen and ventilation stopped" reportedly. There were no patient health consequences reported.

Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that the device was connected to a patient, after the patient had suffered a respiratory and cardiac arrest and an endotracheal intubation had to be performed at 08:30 a.m. On the (B)(6) 2022. After 2 minutes of ventilation "the device suddenly happened black screen and ventilation stopped" reportedly. There were no patient health consequences reported.